Event description:
A non healthcare professional reported that following implantation of an intraocular lens (iol) the lens was explanted due to -1.25d myopic outcome, patient had blurry vision. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury the manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the different lens model and diopter indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol. The patient issues were resolved. The patient was not hospitalized for the event and there was no patient harm.